Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation concluded that the reported difficulties appear to be related to a potential product quality issue. Further investigation will be performed and corrective actions will be taken, as required, in accordance with internal operating procedures.

Event description:
It was reported that the procedure was to treat a calcified unspecified lesion with 90% stenosis. A 190 cm ht bmw universal ii guide wire was advanced however resistance was noted while crossing the lesion. Surface peeling was later observed on the distal polymer coating of the guide wire. A new guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.